Manufacturer narrative:
Update to h6. After further investigation, it has been determined that there are no investigation findings available. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the end user fell while using their rollator which caused it to bend. The customer reported that they "hurt their back and head".

Manufacturer narrative:
It was reported that the end user fell while using their rollator which caused it to bend. The customer reported that they "hurt their back and head". It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.